Event description:
Removal of corail hemi arthroplasty due to subsidence. The stem was initially undersized. Primary procedure was 5 weeks ago in (B)(6).

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. An 18 months complaint search into the complaints database was performed, no other similar complaint was reported with batch number 5228313. Based on the information received and the investigation performed, no manufacturing defect was identified. The complaint description states that the stem was initially undersized. This could have caused the subsidence. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).